Event description:
As reported in a literature article (li, conghui ,et al. ¿stent-assisted coiling of ruptured wide-necked intracranial aneurysms¿, interventional neuroradiology, (2013): 19:283-288) a patient (patient (B)(6)) expired due to an unknown cause within 30 days of stent-assisted coiling of a ruptured wide-necked posterior communicating artery aneurysm. An enterprise stent (enc lot and catalog numbers unknown) was used for the procedure, but the specific brand of coils used in the patient was not reported. The aneurysm was 8.3 x 7.5mm and the neck size was 6.5mm. The stent was used 1 day after subarachnoid hemorrhage of the left pcom artery, and the patient had a hunt and hess grade of 4. It was reported that the morbidity and mortality rates for the study were largely attributable to the severe nature of the subarachnoid hemorrhage, but the exact cause of the death was not reported.

Manufacturer narrative:
The catalog and lot number for the device was not provided, therefore the device noted(unkenterpriseenc) represents an enterprise vrd that the catalog number begins with enc. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. - attachment: [stent-assisted coiling of ruptured wide-necked.]

Manufacturer narrative:
As reported in a literature article (li, conghui ,et al. ¿stent-assisted coiling of ruptured wide-necked intracranial aneurysms¿, interventional neuroradiology, (2013): 19:283-288). A patient (patient # 9) expired due to an unknown cause within 30 days of stent-assisted coiling of a ruptured wide-necked posterior communicating artery aneurysm. An enterprise stent (enc lot and catalog numbers unknown) was used for the procedure, but the specific brand of coils used in the patient was not reported. The aneurysm was 8.3 x 7.5mm and the neck size was 6.5mm. The stent was used 1 day after subarachnoid hemorrhage of the left pcom artery, and the patient had a hunt and hess grade of 4. It was reported that the morbidity and mortality rates for the study were largely attributable to the severe nature of the subarachnoid hemorrhage, but the exact cause of the death was not reported. Additional information indicated that it was confirmed by the doctor the patient had 4 level hunt-hess pre-operation. The outcome was also not caused by our product quality. No more additional information could be forwarded now. Additional information indicated that it was confirmed by the doctor the patient had 4 level hunt-hess preoperation. The outcome was also not caused by our product quality. No more additional information could be forwarded now.